Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope and completed the device evaluation. The customer's reported complaint of the scope rotating on its own was confirmed/replicated. It was noted that the reported issue was due to scope bearing friction issue. The root cause was determined to be due to mishandling/misuse. A review of the device logs for the endoscope (part# 470056-08/ lot-sequence# 10091492) associated with this event has been performed. Per this review of the logs, the endoscope was last used on (B)(6) 2022 during a radical prostatectomy with lymphadenectomy performed on system serial# (B)(4). No image or procedure video was provided for review. No additional complaints related to the product or event were identified. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope spun freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if a report was submitted to the FDA by the initial reporter. Fields g5 and g7 are not applicable.

Event description:
It was reported during a da vinci-assisted surgical procedure, the scope was rotating on its own. The handle was loose. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the customer to attempt to obtain further information. However, no additional details have been obtained as of the date of this report.